Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. At implant the aneurysm diameter was 5.4 cm and there was a right common iliac aneurysm present. The aortic neck measured 21.5 - 22.4 mm in diameter and was 15-20 mm in length with mild angulatio of 25 degrees. The pt has a history of chronic obstructive pulmonary disease. At the end of the procedure there was no endoleak present, however, there was a type 4 endoleak which was expected to resolve prior to the 1 month follow-up. It was reported that 14 months after implant the aortic neck neck measured 24 mm in diameter and the stent graft was 10 mm below the renal arteries. A type 2 endoleak was also reported. On a recent CT scan the stent graft had migrated to 15 mm below the renal arteries due to aortic neck dilatation of 26 mm in diameter and a type 1 endoleak was present. Distal fixation was good on both limbs. An aortic cuff was planned to be placed as a treatment of the endoleak. No additional clinical sequelae were reported.